Event description:
The manufacturer received information alleging a ventilator's lcd screen became blank while in patient use. There was no harm or injury reported. It was unclear if the airflow temporarily stopped. The device evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen became blank while in patient use. There was no harm or injury reported. It was unclear if the airflow temporarily stopped. The device was evaluated by the manufacturer's service center. The reported issue was not duplicated. The blank screen was caused by a bluetooth communication issue causing the device to reboot without the power button being pressed. The waveform data was reviewed and there was no airflow stoppage noted. It was determined the airflow continued to be delivered and a reboot related to the bluetooth interface occurred. There was no malfunction of the device noted. The device's display board and system board were replaced preventatively to prevent a recurrence. The device was cleaned and tested and passed all testing.